Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds. The lead was reprogrammed and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned, however analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was increased from less than one volt in (B)(6) 2014 to 2.5 volts in march 2015. (B)(4).